Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to an issue with the elbow motor of the master tool manipulator (mtm).

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) as recommended. The system was tested and verified as ready for use. Upon visual inspection, no issues were found related to the reported event. The unit was installed on an in-house system and operated with in-house instruments. No issues were observed, and the unit passed the system test. However, after installing on sft and running the fitness test, the unit failed the verify encoder cal - wp, wy, ro, and grip (roll_max_nonlinearity), and the gravity balance test post sine cycle - oy (max_friction), wp (min_friction), and wy (min_friction). After running calibrations and adding grease to the gears per ipc 1091148-02 step 4.2.5.9 for low friction post sine cycle failures, the mentioned tests passed. An additional finding of failures for the slow gravity balance test post sine cycle for wrist pitch (axis 5) and wrist yaw (axis 6) - ripple_torque were observed. A 1-hour slow speed sine cycle on the elbow axis was performed and passed. As a result of this investigation, failure analysis concluded that the elbow motor was the root cause of the reported event.

Event description:
It was reported that during a procedure, the operating room staff contacted technical support because they were unable to move the right arm, and the instrument on arm 3 was grasping tissue. During the call, they rebooted the system, and the technical support engineer observed several error codes indicating issues with the master tool manipulator right (mtmr). The technical support engineer instructed the caller to reboot and perform a hard power cycle on the console. Although the system restarted, a cursor remained in the middle, and the surgeon was still unable to control arm 3. The surgeon then swapped the instrument to arm 4, which functioned correctly, allowing them to continue the procedure.